Event description:
It was reported that a pocket infection occurred. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead implanted: (B)(6) 2013, 5086mri58 implantable pacing lead implanted: (B)(6) 2013. (B)(4).